Event description:
Boston scientific received information that during defibrillation threshold testing (dft), with the device's automatic gain control (agc) programmed at least sensitivity, undersensing of very fine ventricular fibrillatory (vf) waves occurred. The physician requested that the local representative perform a commanded stat shock from the programmer. The local representative depressed the shock button twice, however, there appeared to be a delay in therapy delivery and the physician instructed the nurse to deliver an external shock utilizing the external defibrillator. The local representative informed technical services that radio frequency (rf) telemetry had been interrupted during the case prior to the attempted delivery of a stat shock. Technical services discussed the possibility that the rf connection was intermittent and may have delayed the command to the programmer. The local representative was planning to send a save-to-disk to technical services for review. A review of the returned disk identified two commanded ventricular episodes (which is the maximum that the arrhythmia logbook will store) along with two episode gaps in the ventricular episode numbering. This finding may indicate that two other commanded ventricular episodes occurred. The stored episodes did not identify any undersensing when comparing the right ventricular (rv) and shock channels. Instead, the rate appears to be occurring lower than the programmed rate cut-off. Technical services informed the local representative that the reported undersensing was not recorded by the device. Additionally, technical services re-iterated that intermittent rf telemetry can cause a delay in any command. Technical services discussed options to mitigate poor rf telemetry.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.